Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the right hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of right hepatic stricture on (B)(6) 2024. During the procedure, a second epic biliary stent was to be implanted. A jagtome revolution and a cre rx dilation balloon were used to dilate the previously placed epic biliary stent prior to advancing the second epic biliary stent. However, these devices were unable to advance through the stent because they kept getting stuck on one of the pointed ends of the stent. They then decided to use a spyglass to help locate a better entry point. The light source for the spyglass was operational, but it was turned off to facilitate the backloading of the spyscope ds ii over the wire. After backloading and advancing the spyscope ds ii, the light source failed to turn back on in a timely manner. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: correction: the related complaint report number 3005099803-2024-04517 for the epic biliary endoscopic stent was closed as not a complaint based upon additional information from the account that there was no malfunction with the epic biliary endoscopic stent that had been originally placed in the patient.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04415 for the spyscope ds ii and report number 3005099803-2024-04517 for the epic biliary endoscopic stent. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the right hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of right hepatic stricture on (B)(6) 2024. During the procedure, a second epic biliary stent was to be implanted. A jagtome revolution and a cre rx dilation balloon were used to dilate the previously placed epic biliary stent prior to advancing the second epic biliary stent. However, these devices were unable to advance through the stent because they kept getting stuck on one of the pointed ends of the stent. They then decided to use a spyglass to help locate a better entry point. The light source for the spyglass was operational, but it was turned off to facilitate the backloading of the spyscope ds ii over the wire. After backloading and advancing the spyscope ds ii, the light source failed to turn back on in a timely manner. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.